Event description:
It was reported that during a da vinci s hysterectomy procedure, electrical current was not transmitting from the tip of the maryland bipolar forceps instrument. The site was unable to use the instrument and the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the customer reported problem. The instrument failed electrical continuity testing and was found to have damage to the tip of the conductor wires. The housing was removed to find one wire detached from the bipolar pin. No other damage found.